Manufacturer narrative:
The report indicates a separation of the band tubing from the band at the tubing and band junction. The separation occurred during insertion of the band through the access port. The surgical technic used was a standard laparoscopic approach. The reported device was not available for physical evaluation. The unit was disposed at the hospital. The investigation consisted of communication via email with the reporter to clarify the description of the event and gather additional information to identify the malfunction. During the communication with the surgeon, he indicated that this incident prolonged the procedure by 5 minutes to get a new band. The investigation involved the analysis of the lot history records of the lap-band device involved. The lot history record was reviewed, and no discrepancies or non-conformance's were recorded. The product was manufactured and released according to specifications. Review of the complaint records in qcbd show that this is the first time this occurred. The device risk management file was reviewed. This risk is identified with a low rate of occurrence for the reported complaint categories. No correction or corrective action is required. Limited investigation does not lead to a clear conclusion about the cause of the reported adverse event.

Event description:
Band snapped during insertion.